Manufacturer narrative:
In this report, box h has been updated or corrected.

Manufacturer narrative:
Initial report was submitted as a part of uno recall device, the device is not under the uno recall. Correct event description should be - the manufacturer received information regarding a rental-dreamstation auto CPAP. The patient has passed away. The manufacture's investigation is ongoing. A follow up report will be submitted. In this report box h has been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has passed away. The manufacture's investigation is ongoing. A follow up report will be submitted.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Manufacturer narrative:
The manufacturer received new and relevant information on 09/11/2024. The device was returned to a service center where it was inspected internally and externally. Evaluation results determined no errors were found. The sd card, pollen and fine filters were replaced. Additionally, the device was cleaned and passed all tests. In addition, appropriate code updated/corrected in this follow-up report.